Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, inserting the ventricular lead into the header of the pulse generator was difficult. The physician used silicone oil to insert the lead and the pulse generator was successfully implanted.